Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.

Event description:
A biomedical technician called technical services and reported a low temperature problem. A patient was on the machine at the time and could not complete the treatment. Due to the low temperature, the blood could not be returned to the patient. Estimated blood loss was 300ml. The patient was able to complete the treatment on another machine. There was no medical intervention. The patient is continuing on dialysis with no further issues.